Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" h4: device manufacture date: 16-nov-2023. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -06.00 diopter, tore/broke during loading and the damage was noted after opening the vial. There was no patient contact. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: d4: serial no: (B)(6). Claim # (B)(4).